Event description:
It was reported that the customer's blood glucose level was over 400 mg/dl. When the customer changed his site, the needle did not go inside his skin. The needle was under the tape. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.